Manufacturer narrative:
The device in question was discarded and therefore not available for technical analysis. The diagnostic ftrd was used for treatment in the stomach which is off label use. A video provided by the user shows that the clip can be applied outside the patient. This indicates that there was no product malfunction. With respect to the localization of the treatment it is likely that the endospcope was retroflexed during the intervention. In this case the clip deployment may need a stronger turn at the hand wheel. This also supports the assumption that the user misinterpreted the slight one-sided forward movement as clip deployment. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2022.

Event description:
It was reported that the diagnostic ftrd was used for the treatment of a lesion in the cardia. The user mistakenly interpreted the slight one-sided forward movement of the white application ring as clip application. The tissue was resected subsequently leading to a perforation. The perforation was closed with clips and the patient was admitted to the hospital.